Manufacturer narrative:
Per the tandem user guide, ¿novorapid and trurapi are compatible with the system for use up to 72 hours (3 days). Humalog and admelog are compatible with the system for use up to 48 hours (2 days)¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 450 mg/dl. Bg level was addressed with a correction bolus via the pump and a supply change. Reportedly, the customer was using expired admelog insulin. While in the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 8 hours later on 2024-08-5 with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support confirmed the pump was functioning as intended.